Event description:
It was reported that 1/2 hour into the total hysterectomy procedure, the tenaculum forceps instrument broke during the mobilization of the uterus. The instrument wrist was at its maximum angle when the surgeon tried pushing the uterus further and the fracture occurred. A broken piece fell inside of the patient and was retrieved with a laparoscopic grasper. The planned surgical procedure was completed without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface. As a result of the breakage, the clevis was dislodged from the main tube. Both the proximal clevis and main tube were missing pieces. No other damage was found. Per the case notes, the broken instrument component was successfully retrieved from the patient.